Event description:
The patient reported their blood glucose (bg) level reached 270 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. As treatment, they successfully applied a new pod.

Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be flattened and stretched. The download data showed no timeouts, drive stalls or alarm. The length of soft cannula was measured to be out of specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be flattened and stretched. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s938u1ues5aye7 hardware: sm-s938u1 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.